Event description:
It was reported that during use of the insyte ag bc global wing pnk 20gax1.0in as the nurse removed the catheter she realized that it was missing about 1 cm from the plastic end of the cannula. The remaining material was removed by an incision, and then a 2-wire suture was done. Foreign complaint the following information was provided by the initial reporter, translated from french to english: on (B)(6) 2019, at 4 pm, a nurse wanted to use a new catheter for a patient having a nonfunctional catheter (extravasation). But failure of the 20ga pink catheter attempt: no venous return so the nurse decides to remove the new catheter. After the removal, she realized that it was missing about 1 cm from the plastic end of the cannula. She then called the floor guard who removed the remaining material by an incision, and then a 2-wire suture was done

Manufacturer narrative:
Investigation: a physical sample was not available for evaluation but bd was provided with a photo of the defective unit. A review of the device history record was performed for the reported lot, 8165733, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that it showed a small piece of tubing missing from the tip of the tubing. Based off of the photo the engineer was able to verify the reported issue. However, without the physical sample available for testing and inspection the engineer could not determine the root cause for this issue.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the insyte ag bc global wing pnk 20gax1.0in as the nurse removed the catheter she realized that it was missing about 1 cm from the plastic end of the cannula. The remaining material was removed by an incision, and then a 2-wire suture was done. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, at 4 pm, a nurse wanted to use a new catheter for a patient having a nonfunctional catheter (extravasation). But failure of the 20ga pink catheter attempt: no venous return so the nurse decides to remove the new catheter. After the removal, she realized that it was missing about 1 cm from the plastic end of the cannula. She then called the floor guard who removed the remaining material by an incision, and then a 2-wire suture was done